Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history identified no similar complaints from the lot. All information was investigated, and a cause for the reported positioning failure associated with leaflet capture and difficult to remove from the anatomy (clip becoming caught in anatomy) cannot be determined. Unspecified tissue injury (chordal rupture) and mitral valve insufficiency/regurgitation appear to be related to difficulty removing the clip from anatomy and difficulty capturing the leaflets (difficult or delayed positioning) and is therefore related to procedural conditions. Tissue damage/injury and mitral regurgitation are listed in the instructions for use as known possible complications associated with mitraclip procedures. Serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. One clip was positioned and deployed without issue. It was noted that a major adverse cardiac event occurred. A second clip was positioned however, became entangled in the chordae. The clip was finally recaptured after several attempts, however, the posterior leaflet was torn in the process. Another clip was prepared, but was unable to grasp the leaflets. It was decided to abort the procedure and the patient was converted to mitral valve replacement surgery. The patient remained in the intensive care unit.

Manufacturer narrative:
The device will not be returned for evaluation as the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.